Event description:
Toshiba received a report from a university medical center (B) (6) that an interventional radiologist and radiology technician were performing a biopsy when they noticed an electrical smell. One or two minutes later, they heard a popping noise from behind the gantry and smoke rose to the ceiling. The scanner was turned off immediately and the patient was removed from the area. The patient was not harmed. The fire company and biomedical engineering were called.

Manufacturer narrative:
Manufacturer is investigating the failed sru. Additional information will be supplied if relevant. Conclusions: the sru-h module (high voltage generator) was found to be defective. It was found that the sru-h module was defective. A replacement was installed and unit was working normally. The new unit was turned over for use and observed cases. The system is now up and running with no problem.